Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) explant procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information stated that the patient is doing great postoperatively. The explanted ipg was retained by the facility and will not be sent back.